Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced difficulty removing the introducer needle from the infusion set on (B)(6) 2025. The insertion site was on the abdomen. The infusion set had been in use for 3 days. No further information available.